Event description:
The report from the affiliate indicated that the patient was included in the pms 2000 clinical study for the index procedure. Approximately fifteen (15) weeks after the index procedure, the pt complained of chest pain. Coronary angiography was done two (2) weeks after the patient's complaint of chest pain. The angiogram revealed restenosis in the middle of the two previously implanted cypher stents. The restenosis reported to be a 100% occlusion. The restenosis was treated with percutaneous transluminal coronary angioplasty (ptca) using a 2.25/20 mm balloon at 20 atm for 120 sec. The residual stenosis was 25%. The patient was reported to be in stable condition and was discharged two (2) days after the intervention. The index procedure was an elective case. The radial approach was used for the procedure. The target lesion was the obtuse marginal branch. The target lesion was reported to be: de novo, eccentric, diffusely diseased, not calcified, an 86% stenosis, 20.07 mm in length, not a bifurcation lesion, absent of pre-existing clot, not tortuous, and type c. The lesion was pre-dilated with a 2.5/20 mm balloon at 12 atm, inflation time unknown. Two (2) cypher 2.5/18 mm stents were deployed at 18 atm for 15 sec in overlapping fashion. The stents were not post-dilated. The flow pre-procedure was timi 2, and post-procedure timi 3. The residual stenosis was 29%. Pre-procedure medications were: aspirin 200 mg/day, ticlid 200 mg/day, isosorbide mononitrate 40 mg/day, nicorandil15 iu/day, and digoxin 0.12 mg/day. Intra-procedure medications were: heparin 8,000 units, aspirin 200 mg/day, ticlid 200 mg/day, isosorbide mononitrate 40 mg/day, nicorandil15 iu/day, and digoxin 0.12 mg/day. Post-procedure medications were: aspirin 200 mg/day, ticlid 200 mg/day, isosorbide mononitrate 40 mg/day, nicorandil15 iu/day, and digoxin 0.12mg/day.